Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted customer with loading a new cartridge to resolve the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.